Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, one to two channels were found out of cochlea during explantation, which was most likely caused by a post-operative migration of the electrode array. A full insertion is reported at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient has not been using the device on the right side for a year. The recipient is bilaterally implanted. He came for an upgrade to a new audio processor as his audio processor was stolen few days ago. In situ testing showed affected channels. A CT scan and integrity testing were scheduled but the recipient has not attended any further appointments. As per new information received on august 30, 2019, the user has resumed care at the clinic after a four year absence. A hit to the right side of the head was reported in 2015, resulting in a possible skull fracture and concussion. The user has been re-implanted on (B)(6) 2019. One to two contacts were extra-cochlear; there was 4mm or less of ossification. This report refers to 9710014-2015-00223. For further information please refer to this report.